Event description:
It was reported that the right ventricular [rv] lead threshold measurement appeared to rise over time. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments and analyzed with no anomalies found. There was a white substance and cosmetic depression on the outer insulation and there was blood in/on the helix mechanism.